Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis and a pt death occurred. Prior to the index procedure, the pt presented with chest pain. Angiography revealed acute coronary syndrome. A taxus express2 paclitaxel-eluting coronary stent 3.00x8mm was implanted in the proximal circumflex (cx). The pt was instructed to and did take plavix for at least twelve months post-procedure. Approx 27 months post-procedure, the pt suffered a myocardial infarction (mi) reportedly due "circumflex stenosis" of the proximal cx at the previously placed taxus stent. The pt underwent catheterization, and additional stenting with an unspecified taxus stent to treat the event. It is also reported that pt is now deceased. No info in regards to the timing of death or the cause of death was available at the time of this report.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk, and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.